Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the reported symptom of keypad inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the mdl drug search. The keypad was replaced to correct this condition. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported that there was no pt involvement.